Manufacturer narrative:
Date the incident occurred was estimate as (B)(6) 2021 which is the first day of the month of the aware date.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 93% stenosed target lesion was located in the calcified left circumflex artery. A 2.50 x 15mm non boston scientific (bsc) balloon catheter was advanced for pre-dilatation but burst at 8 atmospheres. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during inflation at 10 atmospheres, this balloon also ruptured. After a 2.50 x 20mm non bsc balloon ruptured at 8 atmospheres, the procedure was completed with implantation of a 2.50 x 32mm promus premier stent and another non-bsc balloon. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
B3. Date of event corrected from (B)(6) 2021 to (B)(6) 2021. B5. Describe event or problem updated.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 93% stenosed target lesion was located in the calcified left circumflex artery. A 2.50 x 15mm non boston scientific (bsc) balloon catheter was advanced for pre-dilatation but burst at 8 atmospheres. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during inflation at 10 atmospheres, this balloon also ruptured. After a 2.50 x 20mm non bsc balloon ruptured at 8 atmospheres, the procedure was completed with implantation of a 2.50 x 32mm promus premier stent and another non-bsc balloon. No patient complications were reported and the patient status was stable. It was further reported that the device was completely removed by simply pulling out.

Manufacturer narrative:
Device evaluated by MFR.: the returned product consisted of an nc emerge balloon catheter. The device was microscopically and visually examined. There was a kink in the hypotube 4mm from the strain relief and a bend at 6.5cm. There was blood and contrast present in the inflation lumen. There was contrast present in the loosely folded balloon. There was a 7mm longitudinal tear in the balloon starting 1mm distally from the proximal balloon waist/cone transition. The device also had tip damage.

Event description:
It was reported that balloon rupture occurred. Vascular access was obtained via the radial artery. The 93% stenosed target lesion was located in the calcified left circumflex artery. A 2.50 x 15mm non boston scientific (bsc) balloon catheter was advanced for pre-dilatation but burst at 8 atmospheres. A 2.50mm x 15mm nc emerge balloon catheter was advanced for pre-dilation. However, during inflation at 10 atmospheres, this balloon also ruptured. After a 2.50 x 20mm non bsc balloon ruptured at 8 atmospheres, the procedure was completed with implantation of a 2.50 x 32mm promus premier stent and another non-bsc balloon. No patient complications were reported and the patient status was stable. It was further reported that the device was completely removed by simply pulling out.